Event description:
It was reported PICC line had no venous return with district nurse, attended treatment area for omdg today. PICC line measuring at 19cm, flushing, however, no venous return. Area around insertion site appeared wt, dressing removed, cleaned and flushed again. Resistance in flushing, advised to remove PICC as blocked, when removed ¿ noticed there was a fracture in PICC. Datix completed and nurse in charge informed. This was a partial break. Treatment deferred until following day when a new PICC line inserted. No injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported PICC line had no venous return with district nurse, attended treatment area for omdg today. PICC line measuring at 19cm, flushing, however, no venous return. Area around insertion site appeared wt, dressing removed, cleaned and flushed again. Resistance in flushing, advised to remove PICC as blocked, when removed ¿ noticed there was a fracture in PICC. Datix completed and nurse in charge informed. This was a partial break. Treatment deferred until following day when a new PICC line inserted. No injury. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the total length of the catheter was 45cm. 4cm exit site marking after placement. Securacath used. Oncology treatment, infusates used: oxaliplatin, home with a polyfusor bottle 5fu, folinic acid. Leakage occurred 3 weeks after PICC insertion. 3ml 2% chg in 70% ipa used to clean the catheter site during dressing changes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 9cm and 10cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC line had no venous return with district nurse, attended treatment area for omdg today. PICC line measuring at 19cm, flushing, however, no venous return. Area around insertion site appeared wt, dressing removed, cleaned and flushed again. Resistance in flushing, advised to remove PICC as blocked, when removed ¿ noticed there was a fracture in PICC. Datix completed and nurse in charge informed. This was a partial break. Treatment deferred until following day when a new PICC line inserted. No injury. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the total length of the catheter was 45cm. 4cm exit site marking after placement. Securacath used. Oncology treatment, infusates used: oxaliplatin, home with a polyfusor bottle 5fu, folinic acid. Leakage occurred 3 weeks after PICC insertion. 3ml 2% chg in 70% ipa used to clean the catheter site during dressing changes.